Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient (pt) hadn't charged ins because hadn't been working right and they needed a brain MRI and was told to enter MRI mode. Agent asked event date, but caller did not provide an answer and said pt didn't have their pain anymore. Caller said the pt hadn't been using the ins and had told them the implant wasn't working right but they discovered pt had a massive brain tumor so caller wasn't sure if pt was just confused or actually wasn't working. Caller described the ins charging screen during the call, but no coupling boxes were filled in and only the first part of the ins battery was blinking. Caller attempted to turn the dial on the antenna, but still no coupling bars. Caller said pt was having ins replaced with newer model on (B)(6) since they'd had the implant for so long. Pt needed brain MRI, but ins battery was low and not charging. Caller described the ins off icon in the top left hand corner. Pss reviewed to have MRI facility call to obtain guidelines and ask any questions.